Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated. It was further reported that the current electrocardiogram (ECG) was flat, with pauses appearing to have loss of contact. It was indicated that the icm may have migrated. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.